Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a persistent red battery alarm was confirmed during evaluation of the returned power module (serial number: (B)(6)). Shortly after connecting the unit to ac power, red battery and yellow wrench leds were illuminated. Further inspection revealed that the power module¿s backup battery had expired on 31jan2022. The backup battery was replaced, and preventative maintenance was performed. The serviced and repaired power module then underwent a full functional checkout and was found to perform as intended. Provided information indicated that the power module was suspected to have been damaged by the hospital¿s power socket. However, the root cause of the observed red battery alarm was determined to be related to an expired backup battery. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate power module instructions for use (IFU) sections 4.0, entitled ¿power module [pm] backup power¿, and 5.0, entitled ¿power module [pm] alarm conditions¿, instructs users on how to handle red battery alarms and red battery + yellow wrench alarms that occur on the power module. A red battery alarm indicates that the backup battery has less than 5 minutes of power remaining. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to switch to another power source immediately, as the pump will stop without power. Heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. Heartmate power module IFU section 11.0, entitled ¿routine maintenance¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Reported address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a persistent, audible red battery alarm sounded from the power module (ppm) after it was damaged from the hospital's power socket.